Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte retainers, patient reported that their initial treatment did help but their bite feels off with their molars. They can't touch their front teeth together because their molars do not line up and their front teeth too far out. Requested additional information, educated patient on how we are not able to move molars and asked if they would like to proceed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.